Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and diabetic ketoacidosis. The customer stated that blood glucose reading was 68 mg/dl. And next day blood glucose was 58 mg/dl and then he experienced high blood glucose 253 mg/dl and went upto 300 mg/dl. The customer treated for their low blood glucose with glucose tablets the customer declined to troubleshoot for the low blood glucose incident. Customer stated that he was using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.